Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was unknown. Customer that the insulin pump received a replace battery alarm without a low battery warning. Customer stated that the this was second occurence of replace battery alarm without low battery alarm. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).